Event description:
The technician alleged that the air mattress will not adjust and that there is water damage on the air control board. No pt impact.

Manufacturer narrative:
The technician replaced the air control board to resolve the issue.